Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. The device was visually inspected and no defect was found. Voltage testing was performed and passed. There was no data log available to confirm the reported event of a loss of connection. The complaint confirmation was unable to be determined. A probable cause could not be determined. The reported allegation was not found. No additional patient or event information is available.